Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The trunk-ipsilateral leg component was implanted directly under an accessory renal artery to maintain vessel perfusion. It was reported the proximal neck length was shortened in order to maintain the renal artery perfusion. Final angiography showed good seal of the devices with no evidence of endoleak. On (B)(6) 2009, follow-up imaging showed a possible type ii endoleak. The aneurysm was noted to be stable at 7.5 cm. On (B)(6) 2013, the previously identified endoleak was again identified and reclassified as a proximal type I endoleak. It was reported there was a loss of seal proximally, causing the proximal type I endoleak on the trunk and aneurysm growth of 1 cm. On (B)(6) 2013, an additional procedure was performed whereby an additional device was implanted for proximal extension. It was reported the accessory renal artery was not covered with the implant of the additional device. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure.